Event description:
It was reported by the patient that the pdm (personal diabetes manager) was getting hot while charging it. It was also noted that the battery was going down. The patient also smelled something while charging it but did not happen all the time. There was no damage prior to the event and the battery was not removed. The pdm was charging every two days. There was nothing unusual about the outlet when charging the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm was overheating causing a smell to come out while charging. No lot release records were reviewed, as the product lot number was not provided.